Manufacturer narrative:
A visual examination of the device found the device has been cut apart at the distal end of the heat shrink. The wire basket assembly had been removed from the coil assembly. The distal end of the sheath and coil were buckled. Side car-rx presented pushback out of specification. The basket wires were bent and tip was intact. The tip edge was pulled outward due to the tip pulling away from the basket wires. The evaluation concluded that the condition of the returned device was consistent with the reported incident that the tip failed to detach. It cannot be determined precisely why the tip failed to detach. It is unknown what tensile force was applied to the device during the attempt to detach the tip. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A labeling review was performed and there is not enough information to determine that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a trapezoid&#63506;x basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush a 12-14mm hard biliary stone. However, the basket failed to crush the stone and the tip of the basket failed to detach. Consequently, the basket with the entrapped stone was stuck inside the common bile duct. The physician then tried to crush the stone by tightening up the wire of trapezoid on a device similar to the sohendra lithotripsy system, but the attempt failed. Therefore, the physician pushed the trapezoid basket with the entrapped stone further into the hepatic portal region and performed an endoscopic papillary balloon dilatation(epbd) with a non-bsc giga eplbd balloon. The basket was then continuously shaken by the physician until the stone was released from the basket. The basket was successfully removed from the patient; the stone remained inside the patient. The procedure was not completed due to this event; another procedure has been scheduled using other lithotripter device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Reportedly, there was no visual damage noted to the device before use.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. Reported event of tip won't detach. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush a 12-14mm hard biliary stone. However, the basket failed to crush the stone and the tip of the basket failed to detach. Consequently, the basket with the entrapped stone was stuck inside the common bile duct. The physician then tried to crush the stone by tightening up the wire of trapezoid on a device similar to the sohendra lithotripsy system, but the attempt failed. Therefore, the physician pushed the trapezoid basket with the entrapped stone further into the hepatic portal region and performed an endoscopic papillary balloon dilatation(epbd) with a non-bsc giga eplbd balloon. The basket was then continuously shaken by the physician until the stone was released from the basket. The basket was successfully removed from the patient; the stone remained inside the patient. The procedure was not completed due to this event; another procedure has been scheduled using other lithotripter device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Reportedly, there was no visual damage noted to the device before use.